Event description:
Shock not delivered during AED deployment when analysis indicated shock advised. (B) (4)

Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: report is being filed as it cannot be conclusively stated that recurrence would not result in adverse event.